Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two hemopro2 extension cable were working intermittently. The same device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was non non-conformance recorded in the lot history. (B)(4).